Manufacturer narrative:
(B) (4). Retain samples from test strip lot 0822524 have been tested and one of eight retain vials was confirmed to also produce low results with control solution testing. Further observation observed a scratch in the channel of the carbon side of the strip. The scratch completely severs the channel, causing an electrical "open". The location of the scratch leaves half of the carbon area to conduct charge during the reaction, potentially resulting in a low reading. These erroneous results may occur in the "c" zone of the parkes error grid, and as such, have the potential to be clinically significant. Remedial action 2954323-06/10/09-003-c was reported (B) (4) on 10 jun 2009. It should be noted: several unsuccessful attempts have been made to clarify information regarding this event.

Event description:
Customer called customer service after receiving a notification letter regarding freestyle lite test strips. She further reported that some time during the first week of (B) (6) 2009, she experienced diaphoresis, feeling faint, woozy and subsequently lost consciousness. Her son found her and gave her food to eat and orange juice to drink. She further reported following up with her physician, who diagnosed her with hyperglycemia and increased her insulin dose. At the time of the call to customer service, customer did not have her meter or test strips with her, but she believed the test strips contributed to her event, because she had been receiving low readings on her meter. There was no report of death or permanent injury associated with this event.